Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had sensor anomaly and low isig. Customer's blood glucose at time of incident was unknown. The customer stated first hour sensor value was so low and decided to stop continous glucose monitoring. Customer confirmed that sensor was removed out and cannula was shorter again. The customer was advised that sensor will be replaced.